Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that cutting rate of the cutter probe decreased and the cutter could not cut during the cataract/vitrectomy combination surgery. The surgery was completed on the say day after replacing the product with another one. There was no patient impact.